Event description:
It was reported that implantable pacemaker had two years remaining after two years post implant. Patient will return to the clinic and boston scientific technical services (ts) stated to have clinic reached out to ts to get data and to help analyze. There is no further information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.